Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the issue was with the drive manifold (solenoid valve k8). The fse replaced the manifold and performed test. All functional and safety checks were performed. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed part drive manifold assembly_asco into the cardiosave test fixture and tested the drive manifold to factory specifications per procedure revision f and the cardiosave service manual. The fat dept. Performed the all-manifold test. Multiple failures observed after the all-manifold test was completed. For the patient interface module tests, the pressure vent status test failed with a result of 0 sec. Factory acceptable level is 4 seconds. The vacuum vent status test failed with a result of 0 seconds. Factory acceptable level is 4 seconds. Leak differential test failed with a result of 0mmhg. Factory specification is +-55mmhg.drive manifold tests: vacuum leak differential test failed with a result of 394mmhg, factory specification is +-25mmhg.deep vav check end pressure test failed with a result of 761mmhg, factory specification is <150mmhg (absolute). Please see attachment the drive manifold failed testing. The cause of these failures is a defective k8 pressure valve. The k8 pressure valve is very noisy when it is turned on and definitely defective. Although the fat dept. Could not confirm the customers complaint of a message of insufficient negative pressure, because the fat dept. Could not complete an autofill, due to the defective k8 pressure valve, we are sure that that message was observed by the customer. Retaining the drive manifold in the fat dept. Per procedure

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1 for event site name and event site address, event site name - (B)(6), event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) displayed "insufficient negative pressure" error message. There was no patient harm reported.